Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the rechargeable battery had been explanted and replaced with a primary (non-rechargeable) cell battery. The patient's outcome was "great and was enjoying good coverage." The rechargeable battery was thrown away per physician request and was not sent back for analysis. Over-discharge issue was due to patient's noncompliance with charging. It was sated that patient's non-compliance was the reason why a primary cell was chosen for the replacement.

Event description:
It was reported that an overdischarge was confirmed; 2 times due to patient non-compliance. It was believed the ins had been over discharged for 3+ years. The patient got tired of charging and stopped the process resulting in the battery becoming over discharged. They were able to get battery charging again after implementing physician recharge mode. They got the battery to full charge but when the battery was turned on it depleted within 10 minutes. Impedance was within normal limits. Stimulation was initiated in which patient indicated he liked and it was covering painful areas. This battery was deemed unusable by the physician and the patient. The plan was to replace the ins with a prime cell battery. Replacement date had yet to be determined. X-ray of lead displayed that the lead was in the correct place for therapy. There were no patient symptoms/injuries related to this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3550-29, lot# n145102, implanted: (B)(6) 2009, product type accessory; product ID 37752, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).